Manufacturer narrative:
Mfgers. Investigation: device return: one used cl3950; one used bd posi flush 10ml saline syringe. Visual inspection and analysis (pre and post decontamination) recorded no obvious device/component damages and or abnormalities. During decontamination flushing there were no leakages and or performance issues noted. Engineering testing and evaluations: the returned cl3950 was tested per the applicable product performance specifications. The results recorded no leakages and or out of spec conditions. Additional testing was performed with the returned 10cc syringe and cl3950. The 10cc syringe was filled with fluid; the outlet end on the cl3950 set was uncapped and the syringe plunger was depressed/ pushed with variable exertions (slow push - abrupt pushes). The results recorded no leakages and or performance issues. The set-up was than tested with the cl3950 outlet end capped. The 10cc syringe plunger was depressed/pushed normal. The qe report documented fluid eventually leaked from the center of the chemolock port silicone sleeve. The report noted this occurred only after encountering some resistance. The same set-up /tests were than repeated utilizing the laboratory gauged water pressure source. Starting at gravity, pressures were slowly increased and observed. The results recorded eventual leakage at 37 psig from the chemolock port. Silicone sleeve. The cl3950 chemolock port was disassembled after the leak test and examined under a microscope. There were no visible anomalies and or out of spec conditions. Followup tests were also performed with in-house chemolock inventory samples; a 10cc syringe and in-house 22 g catheter set-up. The report documents leakages were replicated with pressures generated that ranged from 61.86 psig to 65.79 psig. Findings: testing and analysis of the returned cl3950 to the product specifications recorded no leakages, performance issues and or out of spec conditions. The engineering report documents leakages were replicated only when set-ups / usage conditions occurred with very high back pressures within the fluid circuit. High pressures can be generated with small syringes (10cc and smaller). A three year query/review of the complaint database for this list# cl3950 recorded no similar reports.this report and the associated information have been entered in the mfgers. Database for monitoring and trending.

Event description:
Complaint received reporting leakage issue with use of one cl3950, 8" ext. Set with chemolock; 22g safe step - injection cap and 100 syringe. The event was reported as follows ".. Vincristine pushed through chemo lock and removed. 10cc syringe attached to injection cap for flush. When flushing, the chemo lock cap on the extension set leaked. As the nurse pushed, it was like the silicone plug broke ..... . (Clinicians) tried to recreate the scenario a few different times and did not notice any fluid leak ... With other extension sets from the same lot number. ... " it was also reported that any potential exposure was handled per hospital protocols, leakage was contained within the "blue absorbent pad". There were no reported patient / operator injuries and or adverse outcomes. The cl3950 device set was pretested; primed prior to use with no issues detected. This is the mfgers. Follow up report to provide additional/ updated information as well as the device return investigation findings.

Manufacturer narrative:
Lot# review: a review of lot# 3282887 showed that (B)(4) units were manufactured, tested, inspected and released in june 2016, citing no anomalies.

Event description:
Complaint received regarding one cl3950, 8" ext. Set with chemolock, lot# 3282887 (mfd. 06/16). Report states, this was our set up or a vincristine push for a peds at: 22g safe step - injection cap- chemo lock extension tubing (all primed prior to being connected to pt) vincristine pushed through chemo lock and removed. 10cc syringe attached to injection cap for flush. When flushing, the chemo lock cap on the extension set leaked. As the nurse pushed, it was like the silicone plug broke and everything, chemo included leaked out. We tried to recreate the scenario a few different times and did not notice any fluid leak what so ever with other extension sets from the same lot number. There was a leak causing possible chemo exposure. The leak was cleaned per standard hospital protocol. No adverse patient consequences reported.